Event description:
A complaint was reported to boston scientific corporation on a gemini retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure immediately upon opening the device a basket wire fully detached inside the patient. There was no laser being used during the procedure and the device was not tested before use. The procedure was completed with another of the same device. A second procedure was required to remove the detached basket wire from the patient. The wire was successfully retrieved. The patient's current condition is good.

Event description:
A complaint was reported to boston scientific corporation on a gemini retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure immediately upon opening the device a basket wire fully detached inside the patient. There was no laser being used during the procedure and the device was not tested before use. The procedure was completed with another of the same device. A second procedure was required to remove the detached basket wire from the patient. The wire was successfully retrieved. The patient's current condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information received on 16 jan 2013 revealed that basket was detached from the splice cannula; and the detached distal section of the pull wire with the basket was not returned. Analysis of the returned gemini retrieval basket revealed the outer sheath was kinked in several locations along the working length with significant kinks approximately 2.3cm and 15.5cm from the distal end. The wire sub-assembly was removed from the handle and sheath when received. Impressions were on the proximal end of the pinch vise to indicate proper placement of the handle cannula during assembly. The distal end of the wire sub-assembly with basket was detached at the splice joint; the detached fragment was not returned. Approximately 3.5mm of the splice cannula remained on the returned wire sub-assembly. The handle cannula was slightly bent and there was a torque mark present on the handle cap. A functional evaluation was not performed due to the device being disassembled when received. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, undeterminable.